Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down button has been hard to press for about two weeks. Up and ok buttons are now also requiring multiple presses. Reporter denies any trauma to pump. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the complaint regarding the keypad malfunctions were not duplicated. The keypad cover was removed for investigation and revealed contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.